Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were the malformed staples on the sleeve side or the remnant side? Remnant. Was buttressing material used? If yes, what type? Gore seamguard. Is the patient male or female? Female. What is the bmi? (B)(6). Were any forces higher to close? No. Was the firing trigger difficult to actuate or difficult to control actuation? Nothing difficult with firing trigger, but the device did sound like it was working harder when firing through the tissue.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the third firing of the procedure, a gold reload was loaded in the device. The device was fired and the surgeon observed that the staples on one side of the staple line were still sticking straight up and did not form at all. The staples on the other side of the staple line formed fine. The surgeon oversewed where the staples did not form. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m52r4p. The analysis found that one plee60a device was returned in good visual condition and with an ecr60d cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/2. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.